Event description:
It was reported that the patient was having difficulty charging the ipg. It was noted that the ipg does not get above two bars when charge. The patient underwent a replacement procedure wherein a non-rechargeable ipg was implanted.